Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system locked up then would not fluoro during a case. The 9900 system had to be rebooted then had an artifact in the image. The procedure was completed. No pt injury was reported.